Manufacturer narrative:
Initial and final MDR (B)(4).

Event description:
Reference number (B)(4). Event occurred in the united states. On 20-jul-2024, 25-jul-2024, 30-jul-2024, 06-aug-2024, 11-aug-2024, 14-aug-2024 and 15-aug-2024, it was reported that the patient faced eight infusion sets kinked cannulas within 3 hours of insertion. Infusion sets were in use for few hours. Patient replaced infusion sets and resumed insulin successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.